Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast reconstruction surgery with 700cc mentor memorygel breast implant on both sides and experienced right side breast pain. On may 10, 2021, mentor became aware that patient experienced bilateral rupture confirmed with ultrasound on (B)(6) 2021. As a result, patient will go under bilateral explantation and replacement with catalog number 3507001bc on (B)(6) 2021. This report is for the patient¿s left-sided device.